Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed

Event description:
A customer reported the error message, "replace sensor," when scanning the adc freestyle libre sensor on the third day of wear with the librelink app on the (B)(6)-(B)(6). On (B)(6)2019, as a result of the customer being unable to monitor their glucose, the customer experienced headaches and feeling tired and unable to take care of themselves. The customer then made hcp contact where the customer was treated fast acting insulin (dose unknown) and metformin for hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "replace sensor," when scanning the adc freestyle libre sensor on the third day of wear with the (B)(6) on the (B)(6). On (B)(6) 2019, as a result of the customer being unable to monitor their glucose, the customer experienced headaches and feeling tired and unable to take care of themselves. The customer then made hcp contact where the customer was treated fast acting insulin (dose unknown) and metformin for hyperglycemia. There was no report of death or permanent injury associated with this event.